Event description:
Cirrhotic patient with a fecal management system (balloon) developed hemorrhagic shock requiring massive transfusion protocol and use of vasopressors for hemodynamic instability. Egd [esophagogastroduodenoscopy] was performed at bedside and per doctor, pt bleeding was related to fecal containment device that cause ulceration and arterial bleeding. The patient subsequently required an additional 4 units prbcs [packed red blood cells] and up titration of levophed for hemodynamic instability post egd for continued brbpr [bright red blood per rectum].